Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was partially confirmed. The evaluation determined a faulty drive board had caused no image to be displayed with model 180 scopes and not the scope adapter. The investigation is ongoing and follow up with the user facility is currently being performed. Therefore, the root cause of the reported event cannot be determined at this time. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, when connecting the pigtail videoscope cable (maj-1430) to the video system center, no image will display on the monitor. An endoscopic retrograde cholangiopancreatography (ercp) scope was also connected to the adapter at the time of the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty printed circuit board (dr board) could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the printed circuit board (dr board). The circuit design of the operational amplifier of the dr board was changed because it did not meet the specifications (there was a possibility that a blackout might occur inside the mask of the 180 scope). The dr board design change was confirmed to have been made on april 16, 2018, and the modified products were shipped from june 13, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.